Event description:
Device malfunction: stent came off the balloon. Time of device malfunction: during the procedure in 2006. Symptoms/ae: stent in unintended site. It was reported that while advancing the stent delivery system through a 5fr sheath in a left brachial approach to the target lesion in the left iliac, the stent, came off the balloon. The physician went in with a coronary balloon and apposed the stent to the vessel wall in an unintended site. A second omnilink was used to complete the procedure. No additional info available.